Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and instructed the caller to use the tandem t: slim mobile app for log uploads. Despite the reset, the malfunction recurred, leading to a decision by technical support to replace the pump. The pump was out of warranty, but the caller expressed interest in obtaining an out-of-warranty loaner pump.